Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During a previous device check approximately 8 months ago, the estimated remaining battery longevity was at 39%. It was also noted that no shocks have been given in the 6 years that the device has been implanted. A copy of device memory was saved and submitted to technical services (ts) for review. Ts confirmed that the power consumption is increasing abnormally and recommended device replacement. Therapy remains available. This device currently remains implanted and in service. No adverse patient effects were reported.